Manufacturer narrative:
The employee sought medical treatment. The employee did not miss work due to the reported injury. No report of procedural delay or cancellation. Retains of the lot number subject of the reported event were reviewed and no issues were noted. The DHR was reviewed and no issues were noted. The instructions for use for the regard migrating indicator state, "adequate sterilization conditions are reached when the dark bar has completely travelled through the reject window and has entered the accept window. If the dark bar does not reach the accept window, reprocessing is required." The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported their regard migrating indicator ruptured and crystallized. The contents of the indicator made contact with the surgical instruments and discolored the wrapping. An employee reported eye irritation after contact with the indicator's contents.

Manufacturer narrative:
Steris made multiple attempts to obtain additional event information however, the user facility has not responded.